Event description:
Pump was being used by an anesthetist when a pt was not responding as expected. The anesthetist administered anesthetic agent manually and the pt was managed well. No injury, treatment, or medical intervention required. Pt having procedure done that required continuous infusion. Ten minutes into procedure, pt not asleep enough, infusion level increase. Ten minutes later, still not asleep so meds given by syringe. When pt woke up from asleep and could feel pain and hear what was being said. Bio engr found a small pin missing. Was suppose to be infusing 50cc was really only infusion 7-8. Missin pin was due to a broken plastic clip on inside of pump. There may have been some type of trauma to pump to cause the breakage. Plastic clip was replaced. Pump was returned to service.